Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein via 6fr sheath using the preclose technique prior to an ablation procedure. Reportedly, after successful closure with the proglide device, two days later the patient experienced an infection. The patient was given antibiotics. Patient is fine following course of antibiotics. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The patient effect of infection is listed in the IFU, as a potential adverse event of use of the device.a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.